Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted for approximately 12 years, required valve-in-valve intervention due to aortic regurgitation secondary to a aortic stenosis. The transcatheter aortic valve replacement was successfully performed with a 23mm transcatheter valve. There were no complications with the procedure. No additional information was provided.

Manufacturer narrative:
Submitted supplemental to include additional information.

Event description:
Edwards received additional information through follow up with the healthcare provider. Per obtained medical records, the patient presented with non st-elevation myocardial infarction, acute respiratory failure, severe heart failure, and acute renal failure. Intraoperatively, the tee confirmed excellent positioning of the transcatheter valve with no aortic insufficiency and the patient was transferred out of the operating room in critical but stable condition. The patient was discharged in stable condition with home health services on post-operative day six..